Manufacturer narrative:
Baxter received and evaluated the device. The device was found in specification in relation to the reported system error 341, which was not reproduced. System error 345 was confirmed through a review of the event history log. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation was unable to determine a cause. No correction is required in relation to the reported symptom. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during testing of a spectrum infusion pump multiple system error 341's were found. There was no report of patient injury or medical intervention associated with this event.